Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled magnetic resonance imaging (MRI) scan. Prior to the procedure, the pulse generator was interrogated and found that the left ventricular lead was exhibiting high out of range lead impedance. No programming changes were made and the MRI scan was aborted. The patient's condition remained stable.